Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial, dry with residue on the lens. Visual inspection found the lens haptic torn with residue on the lens. Corrected data: d10: corrected to cartridge model-sfc-45; lot #: unk. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020 a 12.6mm, vticm5_12.6, -12.00/+2.00/92 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the left eye (os) . The lens was removed within the same surgery. There was no patient injury. It was reported that on (B)(6) 2020 a replacement lens was implanted and the problem resolved.